Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that the pd catheter was removed and a central venous catheter was placed in the neck. No additional information was available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D1: the reported product is an unknown vantive transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a separation from a transfer set. It was further reported the transfer set "tubing came apart at the titanium adapter". The patient was advised to "start on at-home antibiotics". The patient went to the clinic the next day for a transfer set change. Subsequently, it was reported that the patient experienced peritonitis, manifested by cloudy fluid and abdominal pain. The patient was not hospitalized for the event. It was reported that the patient was "put on antibiotics". It was reported that the patient "had to do 14 days of antibiotics". At the time of this report, the patient has not recovered. Action taken with pd therapy was not reported. No additional information is available. The reporter stated that the patient has been on peritoneal dialysis since (B)(6) 2022. On (B)(6) 2025, the transfer set malfunctioned and contaminated my peritoneal. The patient had to go to do 14 days of antibiotics. On (B)(6) 2025, pd nurse recollected specimen and the patient was still contaminated. The event occurred after use. There was patient involvement, and the patient had to take antibiotics. An actual or photo sample is unavailable for evaluation as per initial communication. Related pr: (B)(4) on (B)(6) 2025, product surveillance received an email from the reporter stated that do not have the product code or the lot number ¿ the information was relayed via an email.there was nothing specified and the reporter did experience peritonitis.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed the patient adapter which was not connected to the tubing. The reported condition of separation was verified. The cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and h11. B5: upon follow up, it was reported that the silastic tubing came apart from the male connector of the transfer set. It did not come apart from the adapter, as was previously reported. Should additional relevant information become available, a supplemental report will be submitted.